Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event could not be determined. However, it is probable fatigue of the turret motor contributed to the reported event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The high brightness motor was found fatigued and causing the front panel displaying to blink. Additionally, the turret motor was also fatigued and causing flashing on the front panel. The amount of light produced was inconsistent, and the high brightness function was failing due to wear of the detection lever. Damage was also found on the emergency light harness. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera pro xenon light source was experiencing a brightness adjustment failure during an unspecified procedure. According to the initial reporter, the subject device was inspected prior to use without any abnormalities noted. Reportedly, the procedure was completed using the subject device without any harm to the patient. The specific event date could not be confirmed, but the initial reporter narrowed the date down to approximately (B)(6) 2022.